Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter indicated that the pump was draining the batteries within two weeks. The pump history was reviewed and found low battery warnings approximately two weeks apart. The reporter also indicated that on one occasion, the pump would not power on after a battery change. The pump finally powered on after the battery was changed 3 times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/20/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed a low battery warning and multiple low battery warnings in the pump history. The battery compartment was found to be undamaged and without evidence of moisture ingress. The battery cap was able to secure properly to the pump. The pump¿s current draws were within specification. There was no evidence of moisture on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.